Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).

Event description:
It was reported that during a posterior lumbar spondylolisthesis procedure at l4-l5, one of the threaded persuaders broke. The broken piece did not fall into the patient. Surgeon used the other persuader to complete the procedure with no adverse effect to the patient. After the procedure was completed it was noted the second persuader was bent when it could not be taken apart for cleaning.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for manufacturing revealed no complaint related issues. The product evaluation visual evaluation revealed one of the returned parts had no issues and functioned as designed. The other appeared to have been overtightened which caused it to bind. It was loosened using the standard instrumentation and now functions as designed. The broken tip appears to have been caused by trying to disassemble the parts and is not related to the use. Therefore, there are no indications of any manufacturing or design related issues. Based on the product evaluation, the returned device and the reported event this complaint is invalid.